Event description:
It was reported that the user experienced difficulty locking the luer connector into place on the ilet infusion set and was unable to pair the dexcom g7 cgm with the pump after a supply change; the luer issue was resolved through troubleshooting by twisting the connector on with pliers, and cgm pairing was achieved after the user tried a different g7 sensor. Symptoms included no adverse clinical effects, with blood glucose not affected. Outcomes included restoration of normal pump and cgm operation without medical intervention or hospitalization. Investigation included customer service troubleshooting focused on connection technique and bluetooth pairing steps, including power cycling, code verification, and cgm mode switching. Investigation of this case revealed user-involved technique for the luer connection and resolution of the cgm pairing issue by replacing the cgm sensor. It was concluded that the device functioned as expected after guided troubleshooting and replacement of the cgm sensor, with no patient harm.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.